Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed that there was no power to the system. The fse verified the power coming from the ups, checked the pdu and found the fuse defective in the pdu (power distribution unit) control unit. The fse replaced the fuse to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to power on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.